Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced -1.00 refractive surprise. The iol was exchanged for another lens model 12 months following the initial implant procedure. Additional information has been received and stated that, as per the surgeon opinion effective lens position (elp) surprise would be the reason for explant but not the iol. There was no patient harm reported. The symptoms were resolved.